Manufacturer narrative:
On (B)(6) 2016, a field service engineer (fse) was dispatched and found that the second row in the cup reader was always reading a cup and the wire was being shorted out against the frame of the arm. The fse took the wire off, insulated it in shrink tubing and replaced with no more false reads on cups. The aia-2000 was functioning as intended and the errors cleared. No further action required from field service. The probable cause of the event was the failure of the wire grounding out on the frame. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh tcorporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, the customer reported on the aia-2000st an error 2204 sorter cup pickup failure. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.